Manufacturer narrative:
(B)(4). Additional narrative: it is unknown if the device is available for evaluation. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the root cause of the reported condition was determined to be a manufacturing defect; specifically, the crimp length was in contract with the neck of the cover during the loading process.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one unused sample for evaluation. The reported condition of a melted fill port was confirmed as cracks on the stress member flange. Visual examination of the device noted that the fill port was bent due to a bending in the stress member flange. The root cause of the reported condition is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that an intermate had a melted fill port. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. The facility did not have information regarding whether there have been any reports of patient involvement, patient injury, or medical intervention in association with this event. No additional information is available.